Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system turned off in between cases and never turned back on. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system was able to confirm the reported event. The nonconforming host module central processing unit (cpu) was replaced to address the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host module central processing unit (cpu). The manufacturer internal reference number is:(B)(4).